Event description:
Per the clinic, the patient was struck by lightning, resulting in a loss of consciousness and subsequent admission for initial medical care. The patient received emergency treatment, including an electrocardiogram and an x-ray. It was reported that the patient experienced intermittent disruptions and a subsequent loss of connection to the internal device. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report, march 18, 2026.